Event description:
During a robotic assisted surgical procedure a needle broke away from a suture while being pulled through a trocar. It lodged deep in the pelvis causing great difficulty to locate it and retrieve it.